Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture kept popping off even though it was thought not to be a pop-off. This problem also existed with a silk code as well. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any adverse consequence associated with the patient? Did the event occur during one or multiple patient procedures? When was the needle pop-off from the suture for all vcp317h involved (in the package, during removal from package, during handling or during use on the patient)? Please specify. When was the needle pop-off from the suture for all k833h involved (in the package, during removal from package, during handling or during use on the patient)? Please specify. Could you please confirm if 36 vcp317h pop-off intra-operatively? Could you please confirm if 26 vcp317h pop-off intra-operatively? What is the lot number? Device return status: investigation summary: an opened box with thirteen packets of product code vcp317 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force results were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m. Related to: 2210968-2022-01113.